Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4) for one patient. At 8:45 am, the result was 6.3 inr and was marked with a "c". When she retested the patient using the same finger on a second meter, the result was 3.9 inr and was believed to be correct. There was no allegation of an adverse event. The patient only takes warfarin and the dose has not changed. The patient does not have antiphospholipid antibodies and their diet has not been changed. The patient was on antibiotics and had no additional illnesses. The patient did not have any bleeding or bruising. The patient's hematocrit was not known. The patient had been in and out of the hospital, but this was not related to the use of the meter. The therapeutic range was 2.0 to 3.0 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 266837) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.